Event description:
This patient's lv lead was noted to not be capturing during a routine follow-up. Therapy was disabled. All available information suggests this lead remains inactively implanted. There were no adverse patient side effects reported. If additional information becomes available, this event will be updated.